Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 9805p, serial number/date code (B)(4) is approximately 3 years 5 months old. The owner's manual part number 1024492 rev e (may-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that the lift is allegedly leaking grease, screws for the pump handle broke and a noise. No alleged injury.

Event description:
Customer alleged he has had multiple issues with lift: cylinder has leaked, swing arm has been replaced, screws that hold pump handle broke, brakes had to be replaced, handle to open/close legs broke. No injury alleged.